Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted approx one month ago. Post-operation x-rays were reviewed and the physician noted the tip of the electrode may have moved, therefore wanted to do further testing with the system. Captured s-ECG's were taken and everything looked good. Test shocks were then performed. The pt was induced with a 16 second time to therapy. A 65 joule shock converted. A second induction was performed with a 15 second time to therapy. The 65 joule shock did not convert. The second shock had a 19 second time to therapy and did not convert at 80 joules. External shocks were given and converted with 200 joules. A third induction was performed (more than 15 minutes after the first induction) with a 13.5 second time to therapy. A 65 joule shock in standard polarity did not convert immediately. The rhythm broke after about 1.8 seconds. Impedances were stable the entire time. The pt has a medical history of heart failure, and has been on medications lately. The pt also developed cancer and chemotherapy caused cardiomyopathy. The pt's ejection fraction was 20 percent, which was the reason the pt received the s-ICD. The pt's most recent hospital admittance was one week prior with heart failure. At this time, no further action with the s-ICD system has been taken. The s-ICD system remains in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updates should further info be provided.

Manufacturer narrative:
----

Event description:
---